Event description:
Pt reported the up button was defective on the infusion device. The infusion device has also displayed recurrent power interrupt (e8) errors. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No further information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.